Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15210. It was reported the pt experiences heating at his ipg site while charging. The pt does not have redness on the area, but there is discomfort. The sjm rep supplied the pt with a replacement charging system and the issue is resolved. On 08/01/2012, st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.